Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional device implanted in patient: contralateral leg component pxc201400/lot#03074100.

Event description:
In 2004, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a gore excluder aaa endoprosthesis contralateral leg component were used to repair an abdominal aortic aneurysm. A second procedure was performed in 2007 an additional contralateral leg component was used to correct a type I endoleak on the distal end of the trunk-ipsilateral leg component. The patient tolerated the procedure and is doing well.